Event description:
Complainant reported that sparks omitting from the device dropped on a surgical drape and burned the pt's leg during a pelvioscopy procedure. The size of the burn was approx 1-1.5mm, no info is available on the severity. The device was given to clinical engineering for review. The clinician had the instrument in the coag mode/open circuit and the instrument was in contact with his palm. He suffered a 3rd degree burn, 3/8" in diameter. It was treated with a topical antibiotic and dressing. Clinician believes a break in the instrument insulation caused the burns.